Manufacturer narrative:
Failure analysis was performed on the main board. Visual inspection revealed no anomalies. The main board was assembled into a golden unit and run on an automated test console. The board failed atrial and ventricular sense sensitivity tests. A 50 mv sine wave was inputted from a signal generator. The signal was traced to the die stack on the atrial tip, atrial ring, ventricular tip and ventricular ring lines with no anomalies. The impedance was measured between the fuse and die stack. Sensing was being delivered to die stack but not recognized by the die stack, this indicates a fault at the die stack. The logs were reviewed and there were no errors. Conclusion: confirmed the customer complaint of atrial sensitivity out of specification, failure caused by faulty die stack. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis confirmed the reported issue, the main printed circuit board (pcb) was out of specification. It was also found that one of the display wires was pinched, with the insulation compromised. Additionally, the keypad flex was creased, but functioning was not affected. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the atrial sensitivity on the external pulse generator (epg) was testing out of specification. The epg has been returned for service. There was no patient involvement.